Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg reached eol. Surgical intervention took place in which the ipg was explanted and replaced to address the issue.

Event description:
Additional information found the patient still had stimulation at the time of replacement.

Manufacturer narrative:
Correction: h6 - should have been 2199 rather than 2388. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.